Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were experiencing high blood glucose. The customer¿s blood glucose was 340 mg/dl, 400 mg/dl. The customer stated that she was not able to get high blood glucose down and had to treat with injections. The customer declined troubleshooting for high blood glucose. The customer stated that the ring was cracked and missing pieces. The insulin pump will not be returned for analysis.